Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell three, while the hp was connected. The hp stated that there was a loose connection on the supply bag. The technical service representative (tsr) informed the hp that air had entered the setup. The tsr had the hp close the clamps and cycle the power on the hc device. The hp stated that they would complete therapy using manual exchange. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. However, the patient reported having loose connection on the supply bag which is a known cause of this alarm. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.